Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/02/2015 with the following findings: on investigation, the battery compartment was found to have cracked from the grip pad to the bottom. The cover to the bolus button was missing and the button could not be tested. The pump powered up with auditory and vibratory features. No tactile issues were found with the keypad buttons. (B)(4).

Event description:
The pump was returned for investigation. Investigation found a cracked battery compartment. This report is made based on the results of investigation completed on 04/02/2015.